Event description:
(B)(4). I have had the essure since (B)(6) 2013 and blamed most of the related symptoms on other things but it all seems to be linked to essure. Headaches, sore joints, horrendous menstrual cramps, heavy menstrual bleeding, tampons hurt, sex hurts, bad tooth decay (no history prior), no more regular periods, blurred vision/dizzy spells, serious bloating not related to menstrual, weight gain... All of these things have no priors to essure. Essure was provided by insurance.